Event description:
It was reported that, during a trial, a patient's trial lead was being removed, and part of the lead broke off inside the patient. On (B)(6) 2011, the patient's trial lead was inserted. It was stated the trial device made the patient's pain worse, and the trial was discontinued on (B)(6) 2011. When the lead was being removed, no abnormalities were noted, until the nurse noticed the lead was exposed at the end. The patient was taken and the rest of the lead was removed under x-ray and local anesthetic without incident.

Manufacturer narrative:
(B)(4).